Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/19/2015. The fse found that the cables on the ups had been melted. The fse replaced the ups, which repaired the reported issues. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported the coulter lh 500 hematology analyzer could not power up the instrument. The customer reported seeing smoke and sparks from the uninterruptible power supply (ups). There was no medical attention required by any operator. The uninterruptible power supply (ups) was removed by the customer's maintenance department. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.